Manufacturer narrative:
(B)(4): the product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Procedure: oblique lumbar interbody fusion it was reported that on (B)(6) 2016, intra-op, during disc preparation, the shaver broke but surgeon could retrieve the broken piece. Product came in contact with the patient. No fragment of the product remained in the patient. Patient complications were unknown.